Event description:
The manufacturer received information from a third party service center alleging a ventilator's display screen was broken. The device was not in patient use.the ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. External damage to the device was observed. The damaged section of the lcd was not viewable. The device's lcd screen was replaced to address the issue. The device had evidence of water ingress.